Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2020 and suture was used. During the procedure, the needle broke while suturing the uterine ring. Another like device was used to complete the procedure. All pieces were retrieved from the patient. There were no adverse events or patient consequences reported. No additional information could be provided. Breakage needle. This case is from health authority. It was reported that the needle broke when sewing the uterus in the surgery of cesarean section, pelvic adhesions release and uterine ring suture. Changed another one to complete the surgery. The whole broken needle was intact when the broken needles are pieced together.